Manufacturer narrative:
The ancure endograft remains implanted. As no further info concerning this report is expected, our investigation is complete. This investigation will be updated should further info be provided.

Event description:
Boston scientific (formerly guidant) received info that post implant, this patient presented with claudications and a type four endoleak was discovered. Embolization of the bilateral iliolumbar branch feeders was performed to resolve the leak. Post procedure, no pt symptoms were reported. The ancure endograft remains in service.